Event description:
It was reported that this lead was an attempted implant due to helix issues. It was believed that this lead was fractured. The physician attempted to place the lead in the right ventricular, however the measurements were not within the desired range and therefore it was decided to reposition this lead. When the lead was repositioned to a different area, despite the physician turning the connector tool 50 times, the helix did not open. After turning it 60 times, it opened halfway, and subsequent attempts were made, but the mechanism did not respond. Subsequently a new lead was successfully implanted. No adverse patient effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.